Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead initially exhibited noise and no sensing. After repositioning and subsequent attempts with the ra lead signals improved and were stable but noise was still present. The ra lead remains in use. No patient complications have been reported as a result of this event.